Event description:
The customer reported low suction with her freestyle device and she had mastitis and was on antibiotics for three weeks.

Manufacturer narrative:
A replacement device was sent to the customer. Attempts to contact the customer have been unsuccessful and are ongoing. As of the date of this report the original product has not been received. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.